Event description:
It was reported that the ilet user experienced frequent low glucose episodes while off the ilet and, upon resuming, had difficulty restarting the pump and pairing the continuous glucose monitor (cgm) after a firmware update. The user described overtreating impending lows and entering additional meal announcements to correct highs, and the device displayed dosing stopped until cgm connection or bg entry was completed. Symptoms included hypoglycemia and hyperglycemia ranging from 61 mg to 252 mg/dl. Outcomes included no lasting health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user, analysis of information provided by the user, and guided troubleshooting steps to pair the cgm, verify cartridge seating, fill tubing and cannula, and review proper operation. Investigation of this case revealed no device problem, a usage problem was identified, and the issue involved improper or incorrect procedure or method with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributed to the event.